Manufacturer narrative:
Examination is not possible, as the device will not be returned. Clinical details were provided that stated the surgeon placed excessive force on the device during use causing the needle to bend and ultimately break. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot. (B)(6).

Event description:
It was reported by the company representative that during the case he witnessed the surgeon using the device incorrectly. The fast-fix 360 was being bent to an extreme, which resulted in it snapping in half. Breakage occurred during the deployment of t2, t1 was removed from the patient. No procedural delay or patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. Clinical details were provided that stated the surgeon placed excessive force on the device during use causing the needle to bend and ultimately break. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.